Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed a fault with the picture (misty and foggy). The issue occurred during a diagnostic laparoscopic procedure. The procedure was completed using the same device with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Additionally, the following malfunctions were identified: the outer tube and charged coupled device (r-unit) was damaged and the cable has corrosion. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device showed a fault with the picture (misty and foggy). The issue occurred during a diagnostic laparoscopic procedure. The procedure was completed using the same device with no surgical delay. There were no reports of patient harm.